Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction of the IV needle with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for partial retraction of the IV needle with the incident lot was observed. Further investigation has been initiated through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA# (B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that needle did not retract after blood draw with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: material no.: 367364. Batch/lot: unknown / not provided. It was reported that a needle did not retract after a blood draw. Customer text: blood procurer discovered a needle that did not retract after he drew bloods. Ref#367364. Bd vacutainer blood collection kit needle did not retract.

Manufacturer narrative:
Medical device type: jka/fpa. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle did not retract after blood draw with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: material no.: 367364. Batch/lot: unknown / not provided. It was reported that a needle did not retract after a blood draw. Customer text: blood procurer discovered a needle that did not retract after he drew bloods. Ref#367364. Bd vacutainer blood collection kit needle did not retract.